Manufacturer narrative:
Per exemption number e2016001. Meter and test strips involved in complaint were returned and evaluated. Meter was tested with a combination of strip and control solution lots. Returned meter failed both control solution and blood testing, reading lower than specification, confirming the complaint. The same lots of strips and controls passed testing on a control meter, demonstrating this is a meter issue. Product will be shipped to the manufacturer for root cause analysis.

Event description:
Caller said that meter is reading low with the level 2 control solution. Tried to do a control solution test, but it would not give a reading. Items are kept together in pouch. The pouches are stored on the truck in a neutral temperature area. Replaced meter, strips, cs, and sent return label.

Manufacturer narrative:
Manufacturer's investigation report received was received 5/25/2018. The result of control solution test, with returned meter and a normal strip, was 91 mg/dl, which was out of standard range (109-163 mg/dl). As a result of disassembling meter, it was discovered that a liquid substance had flowed into the connector. Improper use.